Event description:
Discovered vaporizer pin in incorrect position to deliver gas to anesthesia machine. Pin located in the drain position, causing gas to be ventilated back into room air. Installed vaporizer pin in ventilate position, verified gas delivered. Vaporizer functions as designed. When failure occurred, pt switched to halothane, no pt injury occurred per anesthesia.